Event description:
The customer reported an unexpected shutdown when attempting to charge to 200 joules. The users powered the device back on and the device worked without any further problems. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The device and two batteries were sent to the philips bench for evaluation. The reported symptom could not be duplicated but a power supply failure error was noted in the event summary supporting a malfunction occurred. Both batteries returned were noted as being overdue for calibration. One battery required one cycle of recalibration and the other required two cycles of recalibration. The device passed all testing and was returned to the customer site. We are unable to determine the cause of the reported symptom as the issue could not be reproduced.